Manufacturer narrative:
A review of tickets was performed for reagent lot number 24160be00. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect anti-hcv reagent lot number 24160be00 was identified.

Manufacturer narrative:
No patient information or identifier was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer identified falsely repeatedly reactive architect anti-hcv results for one patient. The following was provided: (B)(6) 2021: initial result 1.16 s / co, retest 1.22 s / co. No impact to patient management was reported.